Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant intact parathyroid hormone (ipth) result. A siemens headquarter support center (hsc) specialist evaluated the data related to the event. There was no indication of sample level sense and reagent level sense issues for the discordant results. No indication of mechanical issues found at the time the discordant results occurred. The cause of the discordant ipth results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. Note: MDR 2247117-2017-00092 is for a patient 2 in the same event. MDR 2247117-2017-00095, 2247117-2017-00096 and 2247117-2017-00097 are for a different results for the patient1.

Event description:
A discordant, intact parathyroid hormone (ipth) result was obtained on one patient sample on an immulite 2000 xpi instrument. The initial result was reported to the physician(s), who questioned it. The same sample was tested on the same instrument. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant ipth result.